Event description:
Complainant alleged that during functional testing, the device displayed a "defib disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a1, a4, b3, b5, b6, b7 and h6 (health effect clinical code). The device was returned to zoll medical canada for evaluation. The device successfully passed all funcitonal testing. A review of the device logs confirmed two defibrillation failures on the reported event date of 03/03/2026, consistent with the customer-provided photo. Although the device performed within specification during evaluation, the log data suggests a potential intermittent issue associated with the processor/bridge/pace (pbp) board. Replacement of the pbp board was recommended as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed a "defib disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.